Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported he experienced redness and swelling while using the infusion set. Patient stated the redness and swelling began on (B)(6) 2014 and he saw the doctor on (B)(6) 2014. Patient reported the doctor prescribed an oral antibiotic. Patient stated he scrubbed the area before inserting the infusion set. Patient reported he is currently fine and the swelling and redness are nearly gone. Patient discarded the alleged infusion set; no product to be returned.